Event description:
As reported by the field, during a coil embolization to an aneurysm at the internal carotid artery - posterior communicating artery bifurcation, a galaxy g3 xsft 3mm x 6cm coil (glx120306, 30686605) was attempted to be implanted as a second coil, but due to early detachment, the coil was not implanted and was removed together with the unspecified microcatheter (mc). The mc was replaced. After that, the competitor's target 3-6 was implanted. There was no negative impact to the patient. A continuous flush was done. As a first coil, a g3 xsft xsft 3.5-7.5 was implanted for the aneurysm. Additional information received on 02-nov-2023 indicated that a pre-deployment electrical check was performed. The coil detached from the detachment zone. No additional intervention was required to remove the coil.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section d2b ¿ procode: krd/hcg. Section e1. Initial reporter phone: (B)(6). The device was discarded; therefore, no further investigation can be performed. A manufacturing record evaluation was performed for the finished device 30686605 number, and no non-conformances related to the malfunction were identified. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the manufacturing record evaluation, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. Premature detachment is a known potential procedural complication associated with the galaxy g3 coil. The galaxy g3 IFU cautions that if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. The microcoil system should be gently removed. If the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the microcatheter at or slightly inside the ostium (neck) of the aneurysm, the microcoil may be more easily funneled back into the microcatheter. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch: b4, b5, g3, g6, h2 and h10. Additional information received on (B)(6) 2023 indicated that there had been no attempt to detach the coil prior to the premature detachment. The height of the aneurysm was about 3mm in height, width: about 5mm, landscape aneurysm. There were no procedural delays due to the event. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.